Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 420 mg/dl at the time of incident. Customer stated insulin pump receive replace battery alert. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated the battery was not previously used. Customer reported the insulin pump was not dropped. Customer stated this was the second occurrence of off no power without a low battery warning. The device will be returned for analysis.